Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. The reported issue did not impact the customer's blood glucose level. The customer reported that the pump fill estimate was "empty". At the time of report, the customer's bg level was 90 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm) was identified in the pump logs; however, no failure was identified. The alleged fill estimate issue could not be verified and a different issue was identified.